Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f brite tip csi was introduced into the patient; however, when removing the dilator, the hemostatic valve was pulled off. This caused blood to pulsate out of the sheath. The physician switched to a 6f brite tip sheath and the case was completed without any further issues. There was no reported patient injury. There was no damage to the package. The product was stored in the lab properly according to the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. The device was prepped per the IFU without difficulty. The sheath was not torqued against resistance and no excess force was used or needed. There as no difficulty tracking the csi through the vasculature. There was no stent noted to be near the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 5f brite tip catheter sheath introducer (csi) was introduced into the patient however, the hemostatic valve was pulled off while removing the dilator. This caused blood to pulsate out of the sheath. The physician switched to a 6f brite tip sheath, and the case was completed without any further issues. There was no reported patient injury. There was no damage to the package. The product was stored in the lab properly according to the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. The device was prepped per the IFU without difficulty. The sheath was not torqued against resistance and no excess force was used or needed. There was no difficulty tracking the csi through the vasculature. A stent was not noted near the puncture site. One non-sterile si brite tip 5f 11cm unit was received for analysis. The device was received with the vessel dilator inserted in the cannula. Additionally, the gasket was not completely assembled to the hub. No other anomalies were noted during visual analysis. Microscopic analysis was performed, and no anomalies were noted to the gasket or hemostatic valve however, the hub presented with damages that impeded the gasket from assembling correctly. This finding is considered to be related to the manufacturing process. The reported event, ¿hemostasis valve/hub ¿ separated - during use¿ was confirmed. Microscopic analysis revealed damages on the ring hub. No damages or anomalies were noted to the gasket or the hemostatic valve, which ruled out procedural and/or handling factors as a cause of the separation. The reported condition is considered related to the manufacturing process as confirmed through the product evaluation. Therefore, the event has been escalated and a risk assessment has been initiated.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18034791 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f brite tip csi was introduced into the patient; however, when removing the dilator, the hemostatic valve was pulled off. This caused blood to pulsate out of the sheath. The physician switched to a 6f brite tip sheath and the case was completed without any further issues. There was no reported patient injury. There was no damage to the package. The product was stored in the lab properly according to the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. The device was prepped per the IFU without difficulty. The sheath was not torqued against resistance and no excess force was used or needed. There as no difficulty tracking the csi through the vasculature. There was no stent noted to be near the puncture site. The device will be returned for evaluation.